Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that it was observed that during cataract surgery, it was found that the optical head was automatically move upwards and also robotic arm. It was also resulting in defocusing. Patient impact were not reported.

Manufacturer narrative:
Service history was reviewed for the system. No service record relevant to the complaint reported event was found. All surgical systems are verified to meet specifications after installation and servicing in accordance with the applicable. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. Based on the information obtained, the root cause of the reported events for the poor depth of field in the microscope and movement of the robotic arm leading to poor focus are inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).